Manufacturer narrative:
Device details were not made available as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration and subsequently the device was explanted (date not reported). Additional information has been requested; however, this has not been made available as of the date of this report.